Manufacturer narrative:
A product quality issue was not identified. Samples were collected in 1ml saline, which is off-label. If the volume of collection media is not identical to on-label collection kits (3ml), then any potential interfering substances collected will be more concentrated and affecting optimal performance. According to the data provided and reviewed, the cobas liat analyzer appears to be working well. Review of the data indicated that the positive results were near/at the limit of detection of the assay. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Possible causal factors may be sample processing related, including off-label collection, or sample at lod where results may vary.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same samples were retested on the same cobas liat analyzer which generated negative results for all three targets. For patient 1 the same sample was retested a second time on the same cobas liat analyzer and also generated a negative result for all three targets. All 4 samples were also retested on using the elecsys sars-cov-2 ag antigen test which generated negative results. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 4 mdrs will be filed.